Event description:
It was reported that (1) er320 was used with laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 clip were falling out of the jaws and clips "scissoring". Opened another device to complete the case. There was no pt consequence.